Manufacturer narrative:
Corrosion found on keypad traces, radio frequency board and interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have moisture under display screen due to customer falling into a swimming pool. Customer's blood glucose was 124 mg/dl. Customer was advised that insulin pump would need to be replaced.